Manufacturer narrative:
Device not returned.

Event description:
Reportedly, "the device was implanted in 2005, due to the tricuspid regurgitation. The patient also had an angina pectoris. In 2008, patient was admitted to the hospital due to a reported heart murmur. Two days later, tricuspid regurgitation was observed on echo and the following month, tricuspid regurgitation occurred frequently. The device was explanted about one month later, due to the tricuspid regurgitation." The implant duration was approximately 43 months. It was also reported that "at explant, it seemed that the synechia between the remaining host tissue and device caused the valve dysfunction."